Event description:
The pt's system was explanted due to infection.

Manufacturer narrative:
The explanted products will not be released by the surgical center. No product will be returned for evaluation. The surgical center will not provide results of culture reports.